Event description:
Three pt samples with discrepant potassium results. Pt 1, initial result 3.2 mmol/l, same sample repeated gave result of 3.0 mmol/l. Same sample repeated the next day recovered 4.5 mmol/l. Pt 2, initial result 3.0 mmol/l. Same sample repeated the next day recovered 3.9 mmol/l. Pt 3, initial result 3.2 mol/l, same sample repeated the next day recovered 4.0 mmol/l. Initial result for pt 1 was reported, pt not adversely affected. Initial results for pts 2 and 3 were not reported. The field service representative determined there was a fluidic adjustment problem. The instrument was repaired.